Event description:
Customer's father reports that her meter read 45 mg/dl on her display before he dosed the strip while using the aviva system. Quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and replacement was sent.